Event description:
It was reported that the pump exhibited an air in line alarm when there was no air in the line. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and multiple air in lines were verified. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the air in line sensor. As a result, the air in line sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.